Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was not confirmed. The submitted log files were reviewed and the controller event log file captured data on 20apr2026 from 12:00:55 to 16apr2026 12:56:21 per timestamp. No atypical alarms were captured, and the pump maintained a speed within the expected range throughout the log files. The submitted controller periodic log file captured data from (B)(6) 2026 in 1-hour intervals. No atypical alarms were captured in the log files. The system controller (serial number: (B)(6) was functioning as intended throughout the length of the log files. The system controller was not returned for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was not able to be conclusively determined via this investigation. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook rev. An are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 3 of the IFU, entitled ¿powering the system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to properly connect system controller power cables to external power sources. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. Section 8 also provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the ventricular assist device (vad) clinic on (B)(6) 2026. The patient had external power disconnect alarms on both the (B)(6) 2026 and the (B)(6) 2026 while they were sleeping and connected to their mobile power unit (mpu). In the clinic when their white lead was unhooked from their battery and connected to the monitor at the clinic. The system controller did not register that it was connected to power and continued to beep for about 30 seconds. The lead was checked to ensure that it was completely connected and tightened. The white lead was then unhooked from the monitor and examined but it did not have any damage to the prongs, lead or monitor. The white lead was the re-connected to the monitor and the alarms resolved. Three log files were submitted for review. Review of the log files captured events on the 20apr2026 from 12:00 pm to 12:56 pm. It appeared that the data from (B)(6) 2026 had been pushed out by the new data so they couldn't see the power disconnects that had been noted. The vad and peripheral equipment were functioning as intended.